Manufacturer narrative:
Evaluation summary: inner lumen patency verified with 0.015inch mandrel. The first distal wrap was deformed with a raised strut. The stent was positioned between marker bonds. The distal tip was slightly flared. (B)(4). Event date was asked for but unknown.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a mildly calcified and moderately tortuous mid cx lesion exhibiting 90% stenosis. No damage noted to device packaging and no issues removing device from hoop / tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during delivery. No excessive force used. It was reported that stent deformation in vivo during positioning occurred. The procedure was completed with another resolute of the same size. No patient injury reported. The physician commented that the event was not related to the device but related to the use of the device in difficult lesion morphology / anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.